Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent a primary breast augmentation surgery with implantation of a right-sided 390cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient had an annual mammogram performed and an abnormality in the right breast was noticed. Subsequently, the patient had an ultrasound and findings indicated the patient had a ruptured right breast implant and a cyst in the left breast. As a result, the patient was scheduled for removal and replacement on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-09738 for the contralateral event.

Manufacturer narrative:
On december 28, 2022, mentor was notified that the suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2022, mentor received additional information. The patient was bilaterally replaced with 420cc mentor memoryshape breast implants. Manufacturer¿s reference number: (B)(4).